Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after implant, the patient complained of left ventricular (lv) lead stimulation and feeling pacing when active. The patient complained of impulses or a ¿ticking¿ sensation under the left breast, especially during activity or becoming emotionally excited. A device check noted that the device was functioning normally. Several different lv configurations were tried, but the patient had pulsations with each that were worse than the original sensation. The lv lead was reprogrammed to decrease the output and the capture management system was turned off. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.